Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples, attached to an insertion cap. The staple cartridge was disengaged but shown to have proper welding marks. A reinforcement material was applied to the staple cartridge. The anvil was not received. Functional testing was not performed due to the staple cartridge being disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged staple guide can occur due to rough handling. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass procedure, on gastrojejunostomy, the surgeon used buttress material on the circular stapler. An insertion cap was placed on the circular stapler to protect the buttress material on insertion of the stapler into the patient. When inside patient, the internal spike on stapler was advanced to disengage the insertion cap from the stapler. When this happened, the staple cartridge popped off with the insertion cap. The staple cartridge was pulled out of the patient's cavity using grasper. New stapler was used to complete the procedure. There was no patient injury.